Event description:
Perfusionist attempted to deliver 4 liters but was concerned about force being low. He was only able to deliver 1.5 liters. They suspected a pulmonary deep vein embolus. The battery power was low, but unit was connected to hosp a-c line. Perfusionist wanted confirmation that pump was operating up to specs.

Event description:
Add'l info rec'd from MFR 10/27/00: MFR has reviewed the reported incident and determined that a medwatch would not be filed at this time. The device involved in the incident had been evaluated by both the hosp's biomedical dept and MFR's own svc rep. The incident could not be duplicated. Hosp personnel indicated to medtronic perfusion systems that the problem was more physiological than equipment related. The unit was not changed out during the procedure and is currently in use at this facility.